Event description:
The customer reported when the facility lost power the facility generator came on but the ventilator would not turn back on. The customer reported the ventilator mains power led indicator is lit and the unit will turn on when plugged into ac power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the unit would shut off and alarm when unplugged from ac power. The fse replaced the backup battery and reported the unit operated when unplugged from ac power. Final applicable testing was performed per operating specifications and passed. Proper care, maintenance and testing should be performed when using battery power sources.